Manufacturer narrative:
Product analysis: analysis noted that in several areas of the touchscreen that the touchscreen lines were defective and had some imp act on the functionality of the programmer. It was also noted that the left locking latch cord bay was broken/worn/missing. It was further noted that the upper and lower bullets were missing and that the upper hinge support plate had some cosmetic damage. It was also noted that the screw thread from the right lower hinge was damaged and it was no longer possible to tighten the screw anymore. Furthermore it was noted that the lower hinge support plate was worn and the right sliding rails from the keyboard cover plate were cracked/broken. It was also noted that errors were found in the software history. Due to a lack of available parts the programmer will be dispositioned as scrap pending customer approval. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.